Event description:
It was reported that the images on the 9900 system are mixing up. It was noted that the images are distorted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and placed back into service.